Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the tubing from the infusion set was detaching from the quick release. Customer's blood glucose level was 490 mg/dl. She changed out the infusion set and bolused to treat her blood glucose level. The device was not returned.